Event description:
The distributor contacted animas alleging that the pump was unresponsive to button presses.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed. Date of birth is unk.